Event description:
It was reported the pt (six-week old baby) was presented for treatment of a large liver tumor that was putting the baby at risk of heart failure. The physician used glue as a primary embolization agent and coils (manufactured by boston scientific) for further embolization with approx 0.6ml of onyx was also injected. Post procedure, the result seemed satisfactory. However, the pt was reported to have expired. The physician does not think onyx was the cause of the event.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. The onyx avm instructions for use (IFU) includes warnings/info "onyx is not indicated for use with premature infants (<1,500 g) or individuals with significant liver function impairment".